Event description:
It was reported to boston scientific corporation that a patient underwent a therapeutic hydrothermal ablation (hta) procedure that occurred in 2008. According to the complainant, during the procedure, about 3 minutes in the patient started coughing, which generated a fluid loss alarm, approximately the 9cc's of fluid. The fluid leveled out and about 1 minute later, the machine lost another 1cc of fluid at a rate of 3cc/minute. The physician poured room temperature saline in the vagina and continued. The patient then started coughing again and there was a fluid loss alarm again with a rate of 30cc's/minute. They aborted the case and poured more room temperature saline in the patient's vagina. Post procedure, the physician noted a moderate vaginal burn (degree of the burn is unknown), which was treated with silvadene cream. Note: the anesthesiologist noted that he gave the patient three times the normal dose of the anesthetic he was using.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed off and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. Two possible lots have been identified for the device: 33353 and 33349. A review of the device history record (DHR) was performed on these lots; no evidence of the manufacturing related, potential cause for this type of event was found. A search of the complaint database for similar complaints was conducted; no similar complaints have been recorded for these lots. The directions for use (dfu) states that thermal injuries are a potential adverse event resulting from the hta procedure.